Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Due to the fact that there is neither a product nor any pictures / x- rays available for analysis, a definitive root cause cannot be determined. In similar cases as described, the screw was implanted with a wrong angle, so that the edge of the plate rubs of the petals. A material failure or a manufacturing error can be most probably excluded. A CAPA is not initiated.

Event description:
It was reported that there was an issue with a self-locking cervical screw. According to the complaint description the petal damaged due to loose screws post surgery. The original procedure was primary anterior cervical discectomy and fusion surgery to c3/6. On (B)(6), revision surgery was done to add ce space xp and posterior fixation procedure. One of the 6 screws was found to be loosened out of the plate. According to the surgeon, bony fusion was obtained at c3/5 and was stable. On the other hand, mal- fusion was observed at c5/6. For this reason, neck ante/postero- flexion loaded on the screw and drove the screw to loosen out of the plate. In the course of the revision surgery, three of the petals were detached from the screw head. The surgeon chose to remove the rest of the petals from the screw, reinserted the locking pin into the screw, and removed the screw itself using a screw driver. All the petals were collected from the operable field. No petal is remaining in the patient's body. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4).